Event description:
A report of a pt complaining of abdominal pain in post-operative after undergoing a permanent implant. The doctor decided to revise the paddle lead, and discovered that the paddle lead was rubbing the nerve root causing the abdominal pain. The lead paddle was relocated and the pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.